Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: patient presented with the following pre-op diagnosis: central disk herniation at l5-s1 with degenerative disk changes and joint instability with spinal stenosis. Procedure: lumbar laminectomy, facetectomy, and foraminotomy l5-s1. Transforaminal lumbar interbody fusion l5-s1 use of prosthetic interbody device l5-s1. Posterolateral arthrodesis, l5-s1. Use of pedicle screw instrumentation l5-s1. Use of locally morcellated autograft. Preop: a transforaminal lumbar interbody fusion was then accomplished with the use of a stryker peek interbody device with the use of bone morphogenic protein. The peek lordotically ramped stryker interbody device was then filled with rhbmp-2/acs soaked sponge. Additionally rhbmp-2/acs soaked sponge was then placed into the disk space and pushed to the contralateral side. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.